Event description:
Following dispensing from an automated dispensing machine, the nurse noted that the carpuject was missing the plunger in the back of the carpuject and the carpuject was empty. The package was sealed at the time of dispensing and there was no fluid in the sealed outer packaging leading us to believe there was a manufacturing issue rather than a diversion concern.